Event description:
Sounds being too soft was reported on (B)(6) 2019 and re-mapping was performed. Parent recognized that recipient wasn't responding as well as before. No trauma / accident was reported or changes in medical condition. In situ measurements showed affected channels and hearing performance with the device is affected. The user was successfully re-implanted on (B)(6) 2019. This report refers to 9710014-2019-00741. For further information please refer to this report.